Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the healthcare professional did not think that the adverse event, "endophthalmitis" was related to the balanced salt solution or ointment used during the procedure.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported eye pain and vision loss for ten hours in a patient's eye following an intraocular lens (iol) implant procedure. Endophthalmitis was diagnosed. Anterior chamber irrigation, drug injection and sub-conjunctival injection were performed. Medication was administered intravenously to control the disease. Bacterial culture result was negative and the lens remains implanted. Symptoms resolved.